Event description:
Revised from bipolar to total hip due to pain.

Manufacturer narrative:
Complaint states that the pt was very active, and that the devices did not fail. The lot number was not supplied, so manufacturing records cannot be reviewed. This is the final report.